Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that during a clinical exam clinician discovered a fractured implant and therefore the abutment became loose. No indication if the patient will return no future appointment reported. No injury to patient other than implant being removed. No permanent impairment and no delay in procedure.

Manufacturer narrative:
One imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation (image 1-2). Visual inspection of the as returned product identified significant damage and fracturing about the implant threads and collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation (image 1-2). Visual inspection of the as returned product identified significant damage and fracturing about the implant threads and collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvtb11 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event was confirmed the following sections have been updated: b4: date of this report. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: date received by manufacturer. G5: PMA/510(k) number unknown / not provided. G7: checked "follow-up." H2: checked follow-up type. H4: device manufacturer date unknown / not provided. H10: added manufacturer narrative.